Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 10 for this event. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Ten electronic photos were provided and reviewed. Based on the photo review, it was observed that the crack is visible in all ten device package. Therefore, based on the photo review the reported crack is confirmed. A definitive root cause for the alleged breach of sterile barrier issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021).

Event description:
It was reported that prior to a biopsy, the device allegedly had found to be cracked and damaged. There was no patient contact.